Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was not returned for evaluation despite multiple attempts to obtain it. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the device was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with bent or broken controller port pins are most often attributed to a forced or improper connection to the port. The most likely root cause of the reported event is a forced or improper connection to the controller port. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Information for use states: the controller is a microprocessor unit that controls and manages the system operation. The controller interfaces with the monitor through a data port. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The company is seeking this information through the event investigation.

Event description:
It was reported from (B)(6) by the nurse that they were not able to connect the controller with the monitor. When the nurse examined the controller she saw that one pin was bent and one pin was broken. The nurse called the company hotline for assistance. The patient was in the hospital at the time of this event; there was no reported impact or consequences. No additional information is provided.